Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure was noted on the right atrial (ra) lead due to a possible lead crush / fracture in the subclavian vein. Abnormal impedance was also noted and the lead was reprogrammed to unipolar configuration prior to awareness of the fracture. The lead was then capped and replaced from the contralateral side. No patient complications have been reported as a result of this event.